Manufacturer narrative:
Additional information: additional information: information was received on 3-jan-2020 indicating that the reported event occurred prior to infusion, the cassette was filled with morphine and midazolam. There was no patient involvement.

Event description:
Information received a smiths medical cadd reservoir cassette leaking inside the bag. No adverse patient events reported, as pharmacy was filling medication cassette and event occurred during preparation unknown what medication was to be infused.